Event description:
Info received indicates, the brake is not holding tightly.

Manufacturer narrative:
The tech tried to adjust the brake cable but found the brake block mechanism was worn. The tech replaced the brake to repair the bed.